Event description:
It was reported that intermittent high hv lead impedance was observed on the rv-svc and svc-can vectors. Lead damage is suspected. Physician programmed the svc coil off. Lead remains implanted and patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.